Event description:
A physician reported that an ophthalmic operating probe was not coagulate before the surgery. The details of procedure details was not provided. There was no patient impact. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that event happened during vitrectomy surgery. The surgery was completed on the same day and patient impact was not reported.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation is completed based on the evaluation of the returned sample illustrated below. The sample was received without its protection sleeve but in the tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormality apart from the tip being slightly bent. The electrical resistance measurements shows that there were no issues with the contacts, indicating that the product worked as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. This is supported by the fact that all diathermy probes are subjected to a 100% inspection which identifies any defect contact points during manufacturing. The returned product met manufacturer¿s specifications. Particularly the testing of electrical resistance. Therefore, the customer's complaint is not confirmed and no root cause is identified. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. The manufacturer internal reference number is: (B)(4).